Manufacturer narrative:
The information on common name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened and used guardian sensor; performed visual inspection and found sensor cannula broken and broken part is missing. No needle was returned.

Event description:
The customer reported via phone call that the sensor had a missing cannula when removed. Blood glucose level at the time of the incident was 201 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.